Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that "customer has flow from secondary set (11448964) into primary (2426-0007)." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number is unknown. A device history record review could not be performed on model 11448964 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: customer has flow from secondary set (11448964) into primary (2426-0007).

Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: customer has flow from secondary set (11448964) into primary (2426-0007).